Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. Patient also underwent surgery on (B)(6) 2003 where tutoplast x2 were implanted. It was reported that patient underwent mesh revision on (B)(6) 2002 due to vaginal erosion of marlex boaster. It was also reported that the patient underwent another mesh revision surgery on (B)(6) 2003 due to mesh found in the vaginal tissue. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. No additional information was provided.